Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for spinal pain reported on (B)(6) 2015 that they had stimulation going into their stomach, when it should have been working for their legs. The cause of the issue was not determined, but the implant was replaced due to the stomach stimulation. A supplemental report will be submitted if additional information is received.